Event description:
It was reported that the right ventricular pacing lead has had increasing impedance. There was a programming change for the sensing polarity. Additional information received indicated that the lead showed high impedance.the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular pacing lead has had increasing impedance. There was a programming change for the sensing polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.